Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex3405 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). The nature of the device deficiency was user error, where closure device of the PICC line opened accidentally. The PICC line was closed correctly then. The device was removed at the end of therapy.